Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, nurse was performing a PICC cannulation. When advancing the catheter along the introducer sheath, he encountered difficulty, and the catheter could not be advanced. He then withdrew the catheter and found that the support wire inside the catheter had pierced the front end of the catheter. He immediately replaced the catheter and successfully cannulated the patient. No further harm was caused to the patient or others.